Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that pinch valve pv27 was not working. The fse replaced the pinch valve, which repaired the vote outs. (B)(6).

Event description:
The customer reported the coulter lh 500 hematology analyzer was generating differential vote outs on controls. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.